Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain') and genital haemorrhage ('abnormal bleeding (general)') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed". The patient's medical history included body mass index normal, chills, chronic kidney disease, urinary tract infection, irritability and endometriosis. Previously administered products included for an unreported indication: yasmin from 2003 to 2006. Concurrent conditions included dizziness, nausea, hot flashes, clammy, taste metallic, double vision, palpitations, anxious mood, dehydration, urgency urination, nephrocalcinosis, panic attack, menstruation abnormal, pelvic pain, diaphoresis, sweaty, premature ventricular contractions and premature atrial contraction. Concomitant products included beta blocking agents and calcium channel blockers since november 2013 to 2014 and hydrocodone;paracetamol (acetaminophen;hydrocodone). On (B)(6) 2013, the patient had essure inserted. In march 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In may 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual)"). In july 2013, the patient experienced vision blurred ("vision / eye problem type: blurred vision") and visual impairment ("vision / eye problem type: difficulty seeing/vision probs,"). In august 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dermatitis ("rashes or skin condition type: dermatitis"). On (B)(6) 2013, the patient experienced hypertension ("blood or heart disorder/condition type: high blood pressure for period of time"), 8 months 5 days after insertion of essure. In november 2013, the patient was found to have blood testosterone decreased ("hormonal changes describe : testosterone completely dropped") and weight decreased ("weight gain /loss (specify which one) 35 pounds/weight loss,") and experienced migraine ("migraines / headaches/migraines, headaches"), anxiety ("neurological conditions or problems: sever anxiety") and muscle spasms ("other injury or complication :muscle spasms/have muscle spasms throughout my entire body that started after I had ensure implanted"). In december 2013, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), mental disorder ("psychological or psychiatric problems"), headache ("headaches"), abdominal pain ("abdominal pain"), cardiac disorder ("blood/heart disorder"), pelvic pain ("pelvic pain"), blood disorder ("blood/heart disorder"), hypersensitivity ("allergy"), rash ("rash"), skin disorder ("skin condition") and nervous system disorder ("nuero condit/prob") and was found to have hormone level abnormal ("hormonal changes,") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, hypertension, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased, alopecia, muscle spasms, visual impairment, headache, abdominal pain, cardiac disorder, pelvic pain, blood disorder, nervous system disorder and weight increased had resolved and the blood testosterone decreased, anxiety, allergy to metals, vision blurred, mental disorder, dermatitis, hormone level abnormal, hypersensitivity, rash and skin disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, blood disorder, blood testosterone decreased, cardiac disorder, dermatitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, hypertension, menorrhagia, mental disorder, migraine, muscle spasms, nervous system disorder, pelvic pain, rash, skin disorder, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: current weight 130 lbs. Insertion date discrepancy noted : (B)(6) 2013 approximately 3 to 4 coils were noted protruding from the canal. She received treatment for dysmenorrhea (as written), dyspareunia, chronic, pelvic/abdominal, allergy rash/skin condition, fatigue, hair loss, hormonal changes, migraines, headaches, nuero condit/prob., vision probs, weight gain, I have muscle spasms throughout my entire body that started after I had ensure diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Pathology test - on (B)(6) 2014: diagnosis: a) uterus with cervix (laparoscopic-assisted vaginal hysterectomy) cervix -mild chronic cervicitis negative for dysplasia or malignancy - endometrium late secretory phase- negative for hyperplasia or malignancy myometrium- no significant histopathologic abnormality serosa - no significant histopathologic abnormality. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: weight decreased, fatigue, hypertension, migraine, menorrhagia, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: event chronic, pelvic , abdominal pain, blood/heart disorder, allergy ¿ rash/skin condition, hormonal changes, nuero (as written) condit/prob added. Events dysmenorrhea (as written), dyspareunia, menorrhagia (heavy menstrual bleeding), gen. Abnorm. Bleed, fatigue, hair loss, migraines, headaches, vision probs outcome updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed". The patient's medical history included body mass index normal, chills, chronic kidney disease, urinary tract infection, irritability and endometriosis. Previously administered products included for an unreported indication: yasmin from 2003 to 2006. Concurrent conditions included dizziness, nausea, hot flashes, clammy, taste metallic, double vision, palpitations, anxious mood, dehydration, urgency urination, nephrocalcinosis, panic attack, menstruation abnormal, pelvic pain, diaphoresis, sweaty, premature ventricular contractions and premature atrial contraction. Concomitant products included beta blocking agents and calcium channel blockers since (B)(6) 2013 to 2014 and hydrocodone; paracetamol (acetaminophen; hydrocodone). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual)"). In (B)(6) 2013, the patient experienced vision blurred ("vision / eye problem type: blurred vision") and visual impairment ("vision / eye problem type: difficulty seeing"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dermatitis ("rashes or skin condition type: dermatitis"). On (B)(6) 2013, the patient experienced hypertension ("blood or heart disorder/condition type: high blood pressure for period of time"), 8 months 5 days after insertion of essure. In (B)(6) 2013, the patient was found to have blood testosterone decreased ("hormonal changes describe: testosterone completely dropped") and weight decreased ("weight gain /loss (specify which one) 35 pounds/weight loss") and experienced migraine ("migraines / headaches"), anxiety ("neurological conditions or problems: sever anxiety") and muscle spasms ("other injury or complication :muscle spasms"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), mental disorder ("psychological or psychiatric problems") and headache ("headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, genital haemorrhage, vaginal haemorrhage, menorrhagia, hypertension, vaginal discharge, alopecia and headache had resolved and the blood testosterone decreased, migraine, anxiety, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, weight decreased, muscle spasms, vision blurred, visual impairment, mental disorder and dermatitis outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, blood testosterone decreased, dermatitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypertension, menorrhagia, mental disorder, migraine, muscle spasms, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment and weight decreased to be related to essure. The reporter commented: current weight (B)(6). Insertion date discrepancy noted: (B)(6) 2013, (B)(6) 2013. Approximately 3 to 4 coils were noted protruding from the canal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Pathology test on (B)(6) 2014: diagnosis: a) uterus with cervix (laparoscopic-assisted vaginal hysterectomy). Cervix mild chronic cervicitis. Negative for dysplasia or malignancy, endometrium. Late secretory phase, negative for hyperplasia or malignancy. Myometrium, no significant histopathologic abnormality. Serosa, no significant histopathologic abnormality. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: weight decreased, fatigue, hypertension, migraine, menorrhagia, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2019: pfs and medical records received: reporter information, patient demography, lab data, medical history and concomitant drugs was added. Previously added injury was replaced with event abdominal pain. New events "abnormal bleeding (general), abnormal bleeding (vaginal , menorrhagia) , hormonal changes describe : testosterone completely dropped, migraines / headaches, blood or heart disorder/condition type: high blood pressure for period of time, neurological conditions or problems: severe anxiety, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual), vaginal discharge, fatigue, weight loss, hair loss, other injury or complication: muscle spasms, vision / eye problem type: blurred vision/ difficulty seeing, psychological or psychiatric problems, rashes or skin condition type: dermatitis". Essure confirmation test was not performed and headache were added. Outcome of event all bleeding and pain, blood pressure, headaches, hair loss and vaginal discharge were updated as recovered/resolved. Case is now incident. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.